Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked battery tube threads, a cracked belt clip slot, a broken reservoir tube lip, a missing reservoir tube o-ring and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a button error alarm and was able to clear. Customer continued to use insulin pump then received keypad anomaly. Customer reports buttons were completely unresponsive. Customer's blood glucose was 133 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.